Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain/post op and lost 4 pounds") and hormone level abnormal ("hormones are normal now post op") and experienced hypertension ("blood pressure down post op"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown, the weight increased was resolving and the hypertension and hormone level abnormal had resolved. The reporter considered hormone level abnormal, hypertension, medical device removal and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following were described in social media : medical device removal, weight gain, hypertension, hormone level abnormal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. Reporter's information added. Event:weight gain/post op and lost 4 pounds, hypertension, hormone level abnormal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.